Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced pain with device use, however; the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2015. It is unknown if the patient was reimplanted with a new device as of the date of this report, november 27, 2015.

Manufacturer narrative:
This report is filed may 24, 2016.